Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment was unable to be confirmed as the suture, posterior needle tip, posterior cuff, and suture trimmer were not returned. The investigation determined the reported difficulty appears to be related to an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no product quality issue identified with this device based on the information reviewed at this time.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure for peripheral arterial occlusive disease (paod). Reportedly, a suture break occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.